Event description:
The nurse reported there was a system message during a cataract surgery. They restarted the system and the system message came up again. They exchanged the system to complete the procedure. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).